Manufacturer narrative:
Patient information - additional information. Model number, expiration date, lot number - additional information. Date manufacturer received - additional information. Type of report - additional information. Follow-up type - additional information. Device manufacture date - additional information. Additional manufacturer information - additional information. Additional information was received upon follow-up with the article author. Additional mdrs will be submitted. Mdrs related to this article: 2029214-2018-00314, 2029214-2018-00315, 2029214-2018-00485, 2029214-2018-00486. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Rexiati, n., aikeremu, r., kadeer, k., fan, y., feng, z., wang, k., . . . Cheng, x. (2018). Short-term efficacy of pipeline embolization device for treating complex intracranial aneurysms. Bio-medical materials and engineering, 29(2), 137-146. Doi:10.3233/bme-171718. The pipeline devices will not be returned for evaluation as they remain implanted in the patients. Based on the provided information, there does not appear to have been any defect of the devices during use. The events occurred in the patients post-procedure and the causes could not be conclusively determined from the provided information. Mdrs related to this article: 2029214-2018-00314, 2029214-2018-00315. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic literature review found reports of patient deaths after pipeline implantation. The purpose of this article was to evaluate short-term efficacy of the pipeline embolization device (ped) in the treatment of complex intracranial aneurysms. The authors reviewed the clinical data of 29 patients with 32 intracranial aneurysms treated with ped. Of the patients, 22 patients were female and 7 were male; average age was 51.3 years. The article states that the first patient experienced sah at two hours after surgery and passed away. A second patient experienced sudden loss of consciousness at five days post-procedure. Head CT revealed subarachnoid hemorrhage and aneurysm rupture. The patient subsequently passed away.